Event description:
This patient was undergoing an operative procedure to remove a colorectal mass. During the procedure, two staplers misfired while the surgeons were attempting anastomosis. Due to the stapler failure, the pt's procedure was converted to a colostomy. See scanned pages.